Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code not working. A technical support specialist (tss) remoted into the cabinet and discovered that the setting pharmacy provided validation code on profile and override was disabled. The validation code minimum setting was verified and met with the code provided by the pharmacy. After reviewing the file, it was confirmed that this setting should be enabled, so it was turned on. The customer then logged back into the cabinet and was able to issue medications to the patient using the pharmacy provided charge code. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini validation code for medication (tramadol 25mg (1/2 tab) tab (bin 02 15)) from frameworks was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.